Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remained in use. A correlation between the device and the history of gi bleeding cannot be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump was returned and evaluated under MFR number: 2916596-2018-02796 after the patient expired.

Manufacturer narrative:
Estimated; approximate age of device - 18 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a previously unreported significant history of gastrointestinal bleeding since the pump was implanted and gets octriatide injections. The patient is hyper therapeutic with inr most times, and difficult to become therapeutic. The patient¿s anticoagulation includes plavix, coumadin and aspirin. Additional information was requested but not yet provided.